Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the power cables was not confirmed. The reported events of a no external power, backup battery fault, low voltage advisory and power cable disconnect alarms were confirmed via analysis of the submitted log file. The event log file contained approximately 3 days of data (31oct2022 ¿ 03nov2022 per the timestamp). Intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or regular battery depletion activated throughout the log file due to the relative state of charge (rsoc) voltage on the black power cable fluctuating and dropping below the low voltage thresholds; the alarms resolved shortly after activating each time. A no external power alarm activated on 02nov2022 from 21:25:29 to 21:26:02 due to both power cables being disconnected from external power at the same time; the alarm resolved when the controller was reconnected to external power. The system controller backup battery supplied power to the system and pump support was not interrupted during the loss of power. A backup battery fault alarm activated on 01nov2022 from 0:03:14 to 0:04:29 due to a load test failure; the alarm resolved due to another load test being performed and the backup battery passing. The load test failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The periodic log file contained approximately 10.5 days of data (24oct2022 ¿ 03nov2022 per the timestamp). A backup battery fault alarm was captured on 29oct2022 at 13:38:22 due to a load test failure; the alarm appears to have resolved before the next event recorded which was captured at 14:38:22. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery fault alarm activated and resolved and the conditions that caused the alarm to activate and resolve cannot be conclusively determined from this log file. There were no other notable alarms throughout the log files. The pump maintained a speed above the low speed limit throughout the log files. The root cause of the no external power alarm was determined to be a user error in which both power cables were disconnected from external power at the same time. The root cause of the damaged power cables and backup battery fault, low voltage advisory and power cable disconnect alarms could not be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 20aug2019. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault, no external power, power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file review captured 6 backup battery faults on (B)(6) 2022 in addition to no external power events on (B)(6) 2022 while on battery power. Low power advisories due to normal battery depletion were also observed. It was recommended to reseat the emergency backup battery (ebb) and clean the battery and clip contacts. It was additionally reported that the patient's controller was exchanged due to a tear in the power cable. This issue was unrelated to the low power advisories. Prior to controller exchange, the patient's power cables were manipulated to try to reproduce the alarms and the backup battery was reseated. There were no alarms after the exchange and product would not be returned for evaluation.